Manufacturer narrative:
It was subsequently reported that the number of uses for this instrument is unknown and could not be estimated. It is noted that the instrument was manufactured six (6) years ago.

Event description:
N/a.

Event description:
This report is 2 of 10 and is related to mfg report numbers: 3003249645-2024-00029, 3003249645-2024-00031, 3003249645-2024-00030, 3003249645-2024-00032, 3003249645-2024-00033, 3003249645-2024-00034, 3003249645-2024-00035, 3003249645-2024-00036, 3003249645-2024-00037. It was reported that on an unspecified date, the welding between the handle and the stem of the blunt tip suction tube (mcen770b30) broke during surgery. The surgeon had to use another product. This reportedly led to a loss of time. No patient impact was reported.

Manufacturer narrative:
The blunt tip suction tube (mcen770b30) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation found that the stem of the suction tube was broken at the base of the handle at the weld. It was determined that the error in the handling of the instrument by the customer; an excessive force was applied leading to stem breakage.